Event description:
It was reported that the 8mm 30-degree endoscope plus had a broken arm calibration. The procedure outcome was unknown with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The unit was analyzed and was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observations not reported by site: the endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone b in the middle 1/3 on the endoscope cable. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack on enter button exhibiting damage of the button pack assembly. The endoscope was visually inspected and found with mechanical damage. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction.